Manufacturer narrative:
The manufacturing lot records demonstrate the canopy lot was inspected and conforming to the specified requirements. Product was not available for examination by cubby beds personnel to investigate potential root cause. Root cause narrative: the root cause is determined to be a result of the child's forceful action against the tech hub causing it to become separated from the cubby bed canopy.

Event description:
The reporter states that the child "ripped" the tech hub off the bed and damaged the zipper, leaving an open area (the tech hub portal) where he was able to elope. The child climbed out of the tech hub portal and fell out. There was no serious injury reported.